Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 109 mg/dl. It was stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. The customer reportedly did not press the cap while connected to the insulin pump. Nothing further was reported.